Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of oversensing resulting in pacing inhibition. Technical services recommended evaluating in clinic to see if left ventricular offset would be more helpful. No adverse patient effects were reported. The device remains implanted and in service.